Event description:
Information received by medtronic indicated that the insulin pump would not turn on even after changing the batteries. The insulin pump had crack at the back. Customer stated that there was fluid under the battery compartment. . No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the back of the pump and exposed to moisture found on (B)(6) 2022. Pump successfully downloaded traces and history file using thump. Pump passed active current measurement and displacement test. However, unit received with and had high sleep current. Pump error was found during self-test. Pump error was confirmed in pumps history on (B)(6) 2022 21:57:54. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, and motor. Swapped pcba 1 and pcb2 board with a test board still failed sleep current. The following were noted during visual inspection: scratched case, pillowing keypad overlay, damaged display window cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and battery tube threads - cracked. Cosmetic damage was confirmed at the back of the pump. Swapped pcb 1 and pcba 2 board with a test board and sleep current measurement failed. Problem isolated to moisture damage on the pcba 1, pcba 2, and motor. Pump error was confirmed in pumps history on (B)(6) 2022 21:57:54 due to moisture damage on the pcba 1, pcba 2, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.